Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported via webform with the adc device. It was reported the customer received a "sensor error" message and was unable to obtain readings. As a result, the customer required treatment of unspecified dose/type of insulin/glucagon or another medicine (unspecified) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.